Manufacturer narrative:
Per gfe response states the device will not returned because the patients needs it to be able to sleep. No other issue was reported. H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the humidifier chamber. The patient alleges headache, sore throat, etc. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer due to patient still using it. At this time, we are unable to confirm the alleged malfunction. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
In the previously submitted report section b5 was stated incorrectly as "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the humidifier chamber. The patient alleges headache, sore throat, etc. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.". The correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the humidifier chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third party service center for evaluation. During servicing of the device, evidence of visible foam particles was observed inside the blower kit. The device has been scrapped. Section d4, g2, g4, h6 and h9 had been updated accordingly.